Event description:
A clinical engineer reported that during a retinal procedure, when the surgeon was performing the reflux function, a pressure alert occurred and the screen froze. The eye pressure was noted at 80mmhg. The doctor clamped the infusion line and transferred all connection an alternate system to complete the case. There was no subsequent injury or harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the system locking up. The company representative reseated the cpu connections and completed a preventive maintenance. The system was then tested and met product specifications. No samples were returned for eval and no additional info has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).